Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The manufacturer has reported that the device was manufactured in march 2016, and the product expired in feb 2021. The customer has reported the event date as march 2021; therefore, the customer was using a device that had expired. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the "port for cuff was defective and unable to instil air into the cuff after tube placed in patient". No patient harm or injury reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the "port for cuff was defective and unable to instil air into the cuff after tube placed in patient". No patient harm or injury reported. Patient condition reported as "fine".